Manufacturer narrative:
(B)(4). Batch # m55x4v. Additional information was requested and the following was obtained: was there any other issue noted with the staple lines other than bleeding (malformed staples, staple line missing staples, etc.)? No. How much blood was lost (ml)? Less than 40 ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the analysis found that the ec60a device was received in good visual condition and with three reloads present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. In addition the knife was inspected under magnification and nicks were found. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during laparoscopic radical resection of pulmonary carcinoma procedure, the device was used to anastomose the pulmonary artery on the first firing with the white reload. There was errhysis at the proximal and distal several staples. Hand sewing was used to stop the errhysis. And when dealing with the pulmonary tissue, there was errhysis along the staple line on the third and fourth firing. The two firings were with the green reloads. Harmonic was used to stop the errhysis. There was no adverse consequence for the patient reported.